Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. In initial reports section b5 mentioned incomplete, correct b5 should be - the patient alleged particles in tubing and cough. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal and external visual inspection of the device was completed by the manufacturer and found unknown white and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box. Also, there were black and gray fibers or hairs at the air inlet of the blower box. Also light tan film of unknown contamination on the inside of the enclosure and tiny unknown black (inconsistent with degraded sound abatement foam) and white specks of contamination on the bottom the blower box. Also, an 1/8 inch piece of brown fiber-like contamination was on the bottom of the blower box. The manufacturer found no evidence of sound abatement foam degredation. The device downloaded event log was reviewed by the manufacturer and found no error. The manufacturer concludes there is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device.